Event description:
It was reported that, the patient underwent a left radial head replacement for fracture, approx. 2 and half years ago, using the tornier mopyc system. Patient had presented to the surgeon with pain, over last 4-6 months. On x-ray, it showed the prosthetic pyrocarbon head rubbing against a distal humeral plate, also insitu (implanted for an associated fracture of the distal humerus). During surgery, large amounts of black coloured tissue were noted, and an extensive debridement and lavage was performed. Multiple tissue samples taken. The original mopyc stem was found to be solid and therefore left insitu. The primary mopyc neck and head was removed (without difficulty) and replaced with new prosthesis. The distal humeral plate, which was rubbing against the pyc head, was also removed (the distal humeral fracture was united). The elbow joint was found to be stable on reduction. Wound closed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.